Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01606. The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2011, for left lower back and leg pain. It was reported that the pt had developed a hematoma postoperative. It was reported that there was no identified dural tear or difficulty with lead placement during the procedure. The system was left implanted. It was reported that the pt later complained of pain in his right groin and leg, and he reported ineffective stimulation. The physician decided to explant the system on (B)(6) 2011. No further pt complications were reported.

Manufacturer narrative:
Evaluation: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis of the ipg noted discoloration at the lower septum and header, and there were damaged bal-seal springs in the lower header port. Due to the bal-seal spring damage, the auto test could not be performed. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.